Event description:
Medtronic cardiovascular received information that once this arterial cannula was taken out of the packaging in the sterile field, it fell apart. The product was not used. There were no adverse patient effects.

Manufacturer narrative:
(B) (4). Device history reviewed. Results: device history review found the product met specifications when released for distribution. No product has been returned for analysis. Cause of event cannot be determined. Analysis: no product has been returned for analysis. Review of manufacturing records for this product did not reveal any abnormalities or non-conformances. Conclusion: no conclusion can be drawn at this time with the information provided. Should additional information be provided, a follow up report will be filed.